Event description:
It was reported that the patient's left knee was revised due to limited rom caused by heterotopic ossification. The surgeon 'cleaned up' the joint and swapped a 2x9 ps insert for another. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding patient factors involving a triathlon 2x9 ps insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that 'the patient's left knee was revised due to limited rom caused by heterotopic ossification. The surgeon 'cleaned up' the joint and swapped a 2x9 ps insert for another.' The event could not be confirmed as insufficient information was provided. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.